Event description:
The staff were preparing for an ercp (endoscopic retrograde cholangiopancreatography). When the autotome package was opened, the staff noted that the tip of the device was frayed. The plastic tip appears to be cracked and peeling. The packaging was intact. The device was removed and a new one was obtained. There was no harm to the staff and it was not used on a patient. The staff believes something happened in the manufacturing process.